Event description:
The device was used during a radical prostatectomy. The ez45g did not work properly. Another ez45g was opened to complete the case. No buttressing material used. There was no consequence to the pt.